Manufacturer narrative:
(H3) the revision reported in was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening of the glenoid component.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 310-02-44, (B)(4)- equinoxe, humeral head tall, 44mm (alpha). 302-01-10, (B)(4)- equinoxe, humeral stem primary, cemented 10mm. 300-20-02, (B)(4)- equinox square torque define screw drive kit. 300-10-45, (B)(4)- equinoxe replicator plate 4.5mm o/s.

Event description:
As reported, approximately 10 yrs postop the initial r tsa for this female patient, the right shoulder all-poly glenoid had loosened. The reason for the loosening is unknown, surgeon did not suspect infection. Surgeon removed all components in a single stage revision, converting to a reverse using an extended cage and bone graft. Patient was last known to be in stable condition following the event. Devices to be returned for evaluation.